Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, the lead exhibited high pacing thresholds. The lead was not used and was replaced with two other leads. No patient complications have been reported as a result of this event.